Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was returned to the sales associate in fractured condition by the sterile processing department. It was reported not to have fractured during surgery.

Manufacturer narrative:
It is being reported that a tibial articular surface provisional (tasp) was fractured outside of surgery. Visual inspection of the returned device confirms that the device is fractured in two pieces and all of the fragments have been returned. The central post of the tasp has cleanly fractured from the device. The device is used for treatment. The event occurred outside of surgery; therefore the adherence to surgical technique is not pertinent to the investigation. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The reported event occured outside of surgery, therefore adherence to surgical procedure is not applicable to this investigation. The returned device is a part of the re-design scope and was manufactured prior to the design modification on december 19, 2014. Therefore the root cause can be considered to be a previously addressed design issue.